Event description:
It was reported that the patient with this pacemaker and the right ventricular (rv) lead had a syncopal episode. Technical services (ts) reviewed device data and observed a lead safety switch (lss) from bipolar to unipolar occurred due to a high out of range pacing impedance measurement, greater than 3000 ohms, on the rv lead. After the lss, there was oversensing on the rv lead which led to pacing inhibition. It was noted the patient experienced asystole for seven to eight seconds. The physician planned to discuss the event with cardiology. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.